Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the port which is used to irrigate or draw urine in foley catheter broke off. The issue occurred as syringe was placed in the port. The foley was clamped and immediately removed to prevent infection. Per follow up response received via mail on 01mar2021, the patient was being tested covid positive.

Event description:
It was reported that the port which is used to irrigate or draw the urine from the foley catheter was broken off. The issue occurred as the syringe was placed in the port. The foley was clamped and immediately removed to prevent the infection. Per follow up response received via email on (B)(6) 2021 the patient was being tested covid positive.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to a damaged components received from the supplier. It was unknown whether the device had met relevant specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "proper techniques for urinary catheter insertion: ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Proper techniques for urinary catheter maintenance: ¿ secure the foley catheter, use the statlock foley stabilization device if provided ¿ maintain a closed drainage system by utilizing preconnected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed." Correction: d h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.